Event description:
It was reported that motor error event occurred. No patient injury reported.

Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device was right plunger case is cracked. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be abnormal wear. White teflon flakes were found on worm coupling facets. Actions taken to mitigate the reported issue: replaced the old teflon washers with delrin washer, also replaced motor bracket, worm gear, leadscrew and clutch halves for preventive. Performed occlusion test which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).